Manufacturer narrative:
Per additional information received, the patient developed renal failure post procedure and the family refused dialysis. He died of right ventricular failure. Per report, the physician confirmed that the patient death was not related to the device. In this case, the patient had significant underlying heart disease, i.e. Non-revascularizable coronary artery disease, chf, ef 35%, ischemic cardiomyopathy, and history of inducible vt, s/p aicd. As reported, the post pacing hemodynamic instability and ischemia was due to the patient's low ejection fraction and poor coronary perfusion. There were no issues with the deployed prosthetic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, there is no report or evidence of device malfunction ; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the patient became ischemic and hemodynamically unstable during pacing run following deployment of sapien valve. Following successful bav, it was decided to proceed with the sapien implantation. Due to an ef of 35% and ischemic cardiomyopathy, a balloon pump was placed on stand-by. The sapien was deployed in the aortic annulus in the 50/50 position. Echo revealed moderate pvl due to incomplete deployment. The patient became hemodynamically unstable. Post-implant, the patient's pressure was 58/40 and started to decline, and myocardial ischemia was noted. High dose vasopressors were administered and CPR was initiated. Selective angio revealed a patent svg, but the patient was still very unstable. They elected to use a 36cc intra-aortic balloon pump via the left groin. The valve was post dilated, and echo revealed trace pvl. The apical sheath and wire were removed and the thoracotomy was closed. The patient left the room with the iabp augmenting at approx 120 and was weaned off in ICU. Per report the cause of the patient becoming hemodynamically unstable following pacing run of valve deployment was indicated as low ef and poor coronary perfusion.